Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a revision surgery to reposition the surgical lead due to poor initial outcome. The patient had the revision 3-4 months after implant. Repositioning the lead resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.